Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain") and menorrhagia ("excessive menstrual cycles and abnormal symptoms"). The patient was treated with surgery (underwent a bilateral salpingectomies and/or hysterectomy to remove the essure device). Essure was removed in (B)(6) 2017. At the time of the report, the abdominal pain, back pain and menorrhagia outcome was unknown. The reporter considered abdominal pain, back pain and menorrhagia to be related to essure. The reporter commented: plaintiff sought medical attention from her health care providers for the forgoing symptoms. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain/ pain in abdomen") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test was not done". The patient's concurrent conditions included muscle swelling. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), pelvic pain ("pain/I still have pain where they were removed"), genital haemorrhage (seriousness criterion medically significant), back pain ("severe back pain"), menorrhagia ("excessive menstrual cycles and abnormal symptoms/ abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (underwent salpingectomy (bilateral removal of fallopian tubes)). Essure was removed in (B)(6) 2017. At the time of the report, the abdominal pain, genital haemorrhage, back pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased and weight decreased outcome was unknown and the pelvic pain had not resolved. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: plaintiff sought medical attention from her health care providers for the forgoing symptoms . Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 53.061 kgs. Most recent follow-up information incorporated above includes: on 26-oct-2018: plaintiff fact sheet received. Events per pfs: abnormal bleeding (general), abnormal bleeding (vaginal), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, fatigue, weight gain, weight loss and essure confirmation test was not done. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain/ pain in abdomen') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test was not done". The patient's concurrent conditions included muscle swelling. On (B)(6)2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), pelvic pain ("pain/I still have pain where they were removed"), genital haemorrhage ("abnormal bleeding (general)"), back pain ("severe back pain"), menorrhagia ("excessive menstrual cycles and abnormal symptoms/ abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (underwent salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, genital haemorrhage, back pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, dyspareunia, fatigue, weight increased and weight decreased outcome was unknown and the pelvic pain and vaginal discharge had resolved. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: plaintiff sought medical attention from her health care providers for the forgoing symptoms diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 53.061 kgs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2020: pif received.outcome updated as recovered/resolved of previous events pelvic pain and vaginal discharge. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.